Event description:
Facility reported that as they were in the process of transferring the pt during a normal move, the pt fell because the strap came off the hook on the sling bar. Pt alleged contusions and bruising. Lift is now back in use.

Manufacturer narrative:
Local distributor reported that the facility was using non-liko manufactured slings on the liko lift at the time of the alleged incident. The facility has removed all non-liko slings from other liko lifts and installed the correct slings from liko. The lift used in the alleged incident is now back in use at the facility.